Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered therapy due to atrial fibrillation (af) with rapid ventricular response after which the patient experienced a dual arrhythmia with ventricular fibrillation (vf), anti-tachycardia pacing (atp) and eight shocks were delivered. The patient experienced a pause of 2 seconds at the end of the episode, exhibited presyncope, and was referred to electrophysiology. In addition, this ICD system exhibited a code 1005 indicative of an open circuit condition during shock delivery. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered therapy due to atrial fibrillation (af) with rapid ventricular response after which the patient experienced a dual arrhythmia with ventricular fibrillation (vf), anti-tachycardia pacing (atp) and eight shocks were delivered. The patient experienced a pause of 2 seconds at the end of the episode, exhibited presyncope, and was referred to electrophysiology. In addition, this ICD system exhibited a code 1005 indicative of an open circuit condition during shock delivery. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received and the right ventricular (rv) lead and the ICD were explanted and successfully replaced. No additional adverse patient effects were reported.